Event description:
It was reported that "pt called and reported that she has been having problems since the beginning. Dr took x-rays and parts have become loose and even the knee cap has moved over. Revision is scheduled for (B)(6) 2011. Revision at (B)(6), wants to know if her parts are on recall."

Manufacturer narrative:
This is the same event as: mfrs #2249697-2011-01665, 2249697-2011-01667. An eval of the device cannot be performed as the device remained implanted in the pt and was not returned to the MFR. Add'l info (including x-rays and medical records) was requested. Should add'l info become available, the eval summary will be submitted in a supplemental report.